Manufacturer narrative:
A manufacturing evaluation was completed: blade is intact. The blade have no effect on the nail fracture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was implanted on (B)(6) 2013 with a proximal femoral nail antirotation, patient received an x-ray on (B)(6) 2014 and nail was discovered to be broken which happened on an unknown date. Device was explanted on (B)(6) 2014; procedure was successfully completed with not delays. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown . Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.